Event description:
It was reported that the patient has possible vocal cord paralysis. The patient had been experiencing difficulty with fullness in his voice that was constant and started right after his vns revision surgery. The physician was unsure of the association to vns. The patient was referred to an ent physician for evaluation of the vocal cords.

Manufacturer narrative:
.